Event description:
It was reported that a minicap transfer set was leaking; further described as the ¿liquid was coming out¿. This occurred after treatment of peritoneal dialysis therapy, when the clamp was closed and the patient disconnected. The patient capped the line, clamped the catheter, and had the transfer set replaced to resolve this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye observed a broken occluder foot beneath the white twist sleeve. The broken occluder foot is the cause of the leak; fluid flow through the set. The reported condition was verified. The direct cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.